Event description:
It was reported that (1) device was used during a total abdominal hysterectomy and bilateral salpingoophorectomy pelvic node dissection. It was reported by the rep that the clips would not fire during the procedure. There was no consequence to the pt.